Manufacturer narrative:
Company presentative evaluated the system. Corrections included replacement of the network switch, reconfiguration of the network cabling, and resetting of the telemetry system. The system was tested to factory specifications and was returned to use.

Event description:
Customer reported the panorama central station had communication drop outs, which may have resulted in loss of telemetry monitoring. No pt injury was reported.